Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a mold infection (unspecified) in the peritoneum. The patient was treated at a hospital, but it was not reported if the patient was admitted to the hospital. The treatments administered were unknown. On an unreported date, the patient's pd catheter was removed and the patient was switched to hemodialysis. At the time of this report the patient has recovered from the mold infection in the peritoneum. Approximately two and a half months prior to the receipt of this report, the patient had resumed pd therapy. Additional information was requested but is not available. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h12j01053, h12l18046, and h13a15043 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).